Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. A 10 x 2.75 wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the first inflation, the balloon ruptured at the distal part in a form of a pinhole at 10 atm for 10 seconds. The device was removed normally, and the procedure was completed with another of the same device. There was no patient complications reported, and the condition of the patient post procedure was good.